Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The target lesion was located within a moderately tortuous arteriovenous fistula. A f/g sterling otw 4.0 x 40/40 (4f) balloon catheter had been advanced to treat the target lesion. During the procedure, the balloon ruptured at 10 atms. The procedure was considered to be completed with this device. There were no pt complications reported with the pt's current condition listed as "good".